Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that while using the camera head the image became milky after five minutes. The reported malfunction occurred at an unknown time. It is unknown if there was any patient involvement. A request for additional information regarding the event is in progress. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E2: health professional ¿ (blank); e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while using the camera head the image became milky after five minutes. The reported malfunction occurred at an unknown time. It is unknown if there was any patient involvement. A request for additional information regarding the event is in progress. There were no reports of patient injury or medical intervention associated with this event.